Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention, the patient experienced a myocardial infarction and in-stent restenosis . (B)(6) 2008 the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 90% stenosed and 14 mm long target lesion as located in the mid left anterior descending artery with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilation and placement of a 2.50 x 16mm ion stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with complaints of typical chest discomfort with radiation to shoulders and was hospitalized on same day. Electrocardiogram revealed normal sinus rhythm, right bundle branch block. Troponin levels were found to be elevated. The patient was diagnosed with myocardial infarction and cardiac catheterization was recommended. A 60% instent restenosis of the study stent in mid left anterior descending artery was noted. Based on these findings the patient was treated medically. (B)(6) days post hospitalization the event was considered resolved without residual effects and the patient was discharged on same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported in (B)(6) 2013 the patient presented with recurrent episodes of chest pain associated with abnormal stress test myocardial perfusion scan consistent with reversible ischemia coronary artery disease. Ivus of mid left anterior descending artery revealed several areas of significant obstruction along both the trailing and leading edges of previously placed study stent in the left anterior descending artery. The stent was under expanded in mid portion and was not fully opposed to the wall of vessel. Cross sectional diameter was less than 2 mm. Incomplete expansion and 60-70% in-stent restenosis of study stent in mid left anterior descending artery was treated with balloon angioplasty which resulted in complete expansion of the stent and marked improvement at the appearance of the site. The lesion was then stented with 3.0 x 24mm promus stent. Repeat angiography revealed no measurable residual narrowing in treated segment. The following day the event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).